Event description:
Pt in ICU ordered to receive normal saline at 75cc/hr and dobutamine at 5mcg/kg/min - 9.5 cc/hr -. Pt transferred out to pcu and developed hypotension and chest pain. Cardiologist notified and ordered to decrease the dobutamine to 2.5mcg/kg/min, to initiate amiodarone, and to initiate dopamine to keep bp>90 systolic. IV pump alerted rn to empty IV bag and rn discovered that normal saline had been running at 4.8 cc/hr and dobutamine - bag now empty - had run at 75cc/hr. Root cause analysis determined that IV tubing had been accidentally switched between the two pumps and the normal saline and dobutamine rates were switched. Pt received overdose of dobutamine. Dobutamine discontinued upon error discovery. Approximately 45 minutes later, pt suffered cardiac arrest and expired despite resuscitation measures. (B)(4).